Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 27 mg/dl. The customer's blood glucose reading at the time of the call was 116 mg/dl. Troubleshooting found that the customer had been very active and was moving and this may have caused her low blood glucose. Troubleshooting also found that the drive support cap was normal however, customer declined further troubleshooting as she knew the reason for the low blood glucose. The customer was advised to call back if any further issues.